Event description:
Routine complaint investigation when a health care facility reported receiving low readins on the precision pcx point of care blood glucose monitor when compared to a lab value. The values. When plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.